Manufacturer narrative:
Citation: singh, v. Md. Et al. Elective or emergency use of mechanical circulatory support devices during transcatheter aortic valve replacement. Journal of interventional cardiology (2016) 29(5):513-522 doi 10.1111/joic.12323. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding elective or emergent use of mechanical circulatory support devices during implantation of transcatheter aortic valve. All data were collected from a single center between 2008 and 2015. The study population included 54 patients, 2 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 84 years. Among all patients adverse events included: complete heart block (chb), vascular complications/blood loss, pseudoaneurysm, coronary occlusion, aortic insufficiency, cardiac perforation, left ventricle laceration, valve dislodgement, hemodynamic instability and ventricular tachycardia/ventricular fibrillation treated with cardiopulmonary resuscitation (CPR). It was reported that the majority (70%) of implants that used mechanical circulatory support were initiated electively. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.